Manufacturer narrative:
Technician found a sticky substance leaked into the center arm causing the latch bias to cease. Technician dissembled the latching mechanism, cleaned and reassembled it to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Technician alleged that the left intermediate siderail would not latch in the upright position.